Event description:
It was reported that patient an implantable pulse generator (ipg) replacement for unknown reason. The explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.